Event description:
Mother of patient reported that he was hospitalized due to injuries that occurred during a car accident. Mother stated that she thought the patient had a low blood glucose at the time of the accident, but could not confirm the patient's blood glucose upon hospital admittance.